Manufacturer narrative:
Results: stent deformation. Lesion morphology ¿ 90% stenosis, moderate tortuosity and severe calcification. Stent. Conclusions: stent deformation. Lesion morphology ¿ 90% stenosis, moderate tortuosity and severe calcification. (B)(4).

Event description:
It was reported that the physician was attempting to deliver an endeavor sprint drug eluting stent to a 22mm lesion in the lad, with 90% stenosis, moderate tortuosity and severe calcification. The lesion was pre-dilated with an unknown balloon (2.5 x 15, 14 atms, 1 inflation). It is reported that the device could not cross the lesion. The device was removed from the packaging per the instructions for use, inspected and prepped with no issues noted. Resistance was encountered advancing the device. It is unknown if excessive force was used during delivery. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. There was no injury to the patient. The procedure was completed with another brand stent. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st and 2nd distal stent segments were raised and deformed.